Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump. The report of pump thrombosis was not confirmed and a correlation between the evaluation findings of the returned device and the reported persistently labile ldh levels could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 7.5 inches from the nipple of the pump housing and the remainder of the driveline was not returned. Visual inspection of the sealed inflow conduit and the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the inflow graft and the outflow graft material did not reveal any distortion such as twisting or kinking. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-00221 for the report of the pump exchange due to thrombus. (B)(4). Approximate age of device ¿ 1 year 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had history of pump thrombosis. The patient experienced ¿persistently labile lactate dehydrogenase (ldh)¿. It was reported that the device was operating as expected, and the patient was listed as status 1a for transplant due to pump thrombosis. The patient received a heart transplant on (B)(6) 2017. No additional information was provided.